Event description:
Bare metal stent dislodged from balloon during pci. A pci was being performed on a mid-circumflex artery. The circumflex and om are very tortuous. A 2.5x12mm integrity bare metal stent was attempted to be placed in the mid circ. There was significant difficulty traversing the proximal circumflex with the stent. The stent was then attempted several times to be removed, but unfortunately the stent came free of the delivery system and was free floating in the left main extending into the circumflex. Multiple attempts were made to retrieve the stent, but these were unsuccessful. These included multiple attempts to deliver both small and large vascular retrieval snare across the stent, but due to the tortuosity in the proximal circumflex we were unable to get around the stent. Angiogram then showed that the stent had actually migrated further into the circumflex. At this point the stent had lodged into the proximal area of the circumflex and appeared to be at a canted angle. The decision was made to try to crush the stent. We were able to put a wire through the stent struts and dilate a portion of the stent with a 1.25x8mm balloon at high pressure. The stent appeared to be fairly well trapped. At this point a 2.5x18mm integrity bare metal stent was passed through the stent struts and was successfully deployed across the initial lesion. It was then determined that there was a significant lesion between the proximal circumflex stent and the mid circumflex stent so we proceeded to place a 2.5x14mm stent in the area between the two stents. This ultimately gave a good angiographic result. No long-term complications are anticipated. Patient has one extra stent (the one that dislodged from the balloon). Catheter deployment system returned to manufacturer.